Event description:
The patient had a primary hip surgery on (B)(6) 2020. On (B)(6) 2021, the patient came in reporting pain and instability. Post-op x-rays indicated that the stem had subsided and a physical examination revealed a leg length discrepancy of greater than 1 cm. The surgeon revised the proximal body ø20mm l 50mm lat with a 01.22.030 proximal body ø24mm l 70mm lat and revised the 40mm biolox delta head xl with a 01.29.213 40mm biolox delta head m. The surgery was completed successfully. The patient had good bone quality. The surgeon kept in the original distal stem from the primary. The distal reamer used was a size 15mm presently, on (B)(6) 2024, the patient came in reporting thigh pain and the cause is unknown. The surgeon revised the head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 april 2024: lot 2002618: (B)(4) items manufactured and released on 27-july-2017. Expiration date: 2025-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.